Manufacturer narrative:
The reported field event of an inability to remove the set screw from the header was not confirmed in the laboratory. Visual inspection noted severe damage of the header. Due to the severe damage, analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for a generator change due to eri. During the procedure the atrial set screw could not be removed from the header. Larger wrenches were attempt without success. The physician chipped away at the header and tried to drill the set screw out, but was unsuccessful. The lead was cut and capped and another ICD was placed instead. The procedure was completed successfully without adverse consequence to the patient.